Event description:
It was reported that the event occurred in the cag room. After investing the (swg) spring wire guide into the patient via the right femoral vein, the md tried to insert the dilator over the swg and into the insertion site, but the dilator couldn't be inserted. At this time the md found that the tip of the dilator was damaged. As a result, a new kit was opened. There was no reported patient death, injury, or complications. There was no reported delay or interruption in therapy. Medical / surgical intervention was not required. The patient outcome is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Evaluation: returned for evaluation was a dilator and sheath. The sheath sidearm contained blood. No abnormalities were noted with the sheath. The dilator distal tip was found to be deformed and pinched. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint that the dilator tip was damaged is confirmed by visual inspection of the returned sample. The tip was found to be deformed and pinched. Nc40004741 was initiated prior to investigate the issue. This type of complaint will continue to be monitored for any developing trends.

Event description:
It was reported that the event occurred in the cag room. After inserting the (swg) spring wire guide into the patient via the right femoral vein, the md tried to insert the dilator over the swg and into the insertion site, but the dilator couldn't be inserted. At this time the md found that the tip of the dilator was damaged. As a result, a new kit was opened. There was no reported patient death, injury, or complications. There was no reported delay or interruption in therapy. Medical / surgical intervention was not required. The patient outcome is good.